Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty was performed due to patient calcification. Upon 80% deployment of the valve, it was reported that the system dislodged aortic. The valve was subsequently recaptured. It was reported that dislodgement continued to occur multiple times at 80% deployment, so the system was withdrawn from the patient. Another pre-implant bav was performed due to the prior dislodgements. Upon 80% deployment of the second valve, it was determined that the positioning was too high relative to the target implant depth of 0-1 millimeters (mm) on the non-coronary cusp (ncc) and above the annular plane on the left coronary cusp (lcc), it was determined necessary to recapture the valve. Upon the attempted recapture, the deployment knob was turned too quickly, resulting in inadvertent deployment of the valve. The valve ultimately dislodged to above the sinotubular junction (stj) on the ncc and 1-2 mm below the stj on the lcc, resulting in embolization. Subsequently, the valve was snared into the ascending aorta. A third valve was opened and used to complete the procedure. It was reported that a 90 minute procedural delay occurred as a result. Additional information was received that the deployment knob was turned in the wrong direction upon attempting to recapture which led to the inadvertent deployment.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty was performed due to patient calcification. Upon 80% deployment of the valve, it was reported that the system dislodged aortic. The valve was subsequently recaptured. It was reported that dislodgement continued to occur multiple times at 80% deployment, so the system was withdrawn from the patient. Another pre-implant bav was performed due to the prior dislodgements. Upon 80% deployment of the second valve, it was determined that the positioning was too high relative to the target implant depth of 0-1 millimeters (mm) on the non-coronary cusp (ncc) and above the annular plane on the left coronary cusp (lcc), it was determined necessary to recapture the valve. Upon the attempted recapture, the deployment knob was turned too quickly, resulting in inadvertent deployment of the valve. The valve ultimately dislodged to above the sinotubular junction (stj) on the ncc and 1-2 mm below the stj on the lcc, resulting in embolization. Subsequently, the valve was snared into the ascending aorta. A third valve was opened and used to complete the procedure. It was reported that a 90 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot #: (B)(6), ubd: 11-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.